Manufacturer narrative:
The reported device failure has been confirmed. In addition, the protective cover was missing, and the upper part of the redel adapter housing was found to be damaged. The following repair and maintenance steps were carried out: replacement of a component on the pacemaker board. Installation of a new protective cover. Replacement of the upper part of the redel adapter housing. A full factory release inspection was completed in accordance with our current specifications. This included functional testing as well as standard electrical safety checks. The device exhibits normal signs of use, which were not addressed during the repair process. The device is ready to leave our facility with the current hardware and firmware versions installed.

Event description:
The device was returned for repair due to defective capacitor resulting in no backup pacing during battery replacement. Should additional information be received this file will be updated.